Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) displayed as "high" on the continuous glucose monitor, and a high level of ketones. No information regarding treatment was received. Reportedly, the cause was due to a non-tandem infusion set cannula becoming kinked. The infusion set manufacturer and brand were not provided. No additional information was available regarding the reported issue.